Manufacturer narrative:
The trulight lighting system is intended for use in a patient environment in hospitals or medical practices to illuminate a part of the patient with high light intensity for examination or surgical purposes. The hillrom service technician inspected the surgical light and found the handle was very loose and the notch was not holding it in. The technician replaced the notch, doll pin, and screw and the device functioned as designed. This device is commonly used in a setting where sterility of the surgical /examination field and surgical instruments is essential. The light is typically positioned above the surgical field, and although, the sterility of the surgical site/field and surgical instruments would generally be protected during a procedure, if the handle of the light were to fall into the sterile site, field, or instruments it potentially exposes the site or instruments to contaminants and thus possible surgical site infection, skin necrosis, etc. Although this event did not result in injury, it is likely the malfunction could contribute to a serious injury or death if it were to recur based on the risks associated with the contamination of the surgical field and instruments involved. If new information will become available a follow-up will be submitted.

Event description:
The customer reported the handle of the surgical light fell off into the surgical field during a case. No patient injury was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During further investigation it was determined the notch or doll pin was damaged/ not working correctly which resulted in a not secure fixation of the handle adapter. This allowed the handle adaptor with attached sterile handle to separate and fell down. The root cause was traced to a mechanical damage or wear of the mentioned parts. No maintenance reports were recorded for this device since installation. According to the IFU a regularly maintenance is required. Further, it requires a check of the correct fixation of the handle/handle adapter prior use. It is assumed the defect did not occur during the surgical procedure and should have become aware earlier by the user. Based on this, no further actions are required.

Event description:
The customer reported the handle of the surgical light fell off into the surgical field during a case. No patient injury was reported. This report was filed in our complaint handling system as complaint # (B)(4).